Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the customer delivered a bolus but did not consume the food that the bolus had been delivered for. To address the bg level, the customer consumed popcorn and soda. Recommendation was made to consult with health care provider regarding diabetes management.